Manufacturer narrative:
H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -6.00/0.5/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with a different model, longer length and the problem was resolved. Status of the eye: "good vault". Additional information provided: "patient has no complaint". The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended. Cause details provided: "lens is short in low vault".